Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to recognize the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. Review of the device's logs shows the device was configured for one step complete pads; however, one step base adult pads were connected. Device passed testing with known good test one step complete pads and customer supplied multifunction cable. The device passed all required bench tests and internal inspection. The pads used during the event was not returned for evaluation. No fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.